Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite x amplifier was received for evaluation. Visual inspection revealed the front ports, rear ports, and chassis show signs of wear consistent with use over time. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and then the amplifier booted to a blinking amber ¿not-ready¿ light emitting diode (led) status. This indicated the amplifier did not pass the power-on-self-test (post) although communicated with the test station tracker software. The amplifier logs identified a ¿hw: ndi: device error 13¿. This symptom was isolated to the sensor control unit, by means of temporary replacement. The field reported event was able to be duplicated by power sequencing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the scu.

Event description:
During an atrial fibrillation procedure, a flashing amber light occurred and the case was cancelled. Multiple different reboot sequences were done and a solid green light would not return. The light on the amp would also switch to solid orange as well upon reboot. The case was cancelled and the patient will most likely be rescheduled.